Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device was discarded by the facility.

Event description:
A report was received that the patients pocket adaptor was replaced because it was cut during an ipg pocket revision. The patient was reportedly stable following the procedure. The device was destroyed by the facility and will not be returned.